Event description:
It was reported the device was used during a case, the device responded with error 3 at the beginning. The handpiece was replaced and the case continued with no patient consequence.